Event description:
It was reported that the patient fell from the stretcher and suffered a compound fracture in her leg and a concussion as a result of the fall. The patient required surgery to correct the compound fracture. Additionally, it was reported the that the patient passed away several days after the incident. It was reported by the risk coordinator of sacred heart hospital-montreal that the patient had no pre-existing leg conditions; however, it was reported that the patient was in a very weak state at the time of arrival. The hospital has elected not to perform an autopsy on the patient and was not able to confirm that the patient passed away as a result of the fall event.

Manufacturer narrative:
It was reported that the customer put the stretcher back into service before having the unit evaluated by the stryker field service technician. It was reported that the customer has no record [of which of their stretchers was involved in the above incident. No product malfunction was alleged by the customer and the customer was not able to identify for stryker the unit in which the event occurred. Stretcher was put back into service before service technician could evaluate.